Event description:
Hillrom received a report from a hillrom technician stating the bed moves with brake set. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found faulty casters torque tube that needed to be replaced. Per the hillrom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in december 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters torque tube bk/str pedals to resolve the issue. Based on this information, no further action is required.